Manufacturer narrative:
Results: on visual inspection of the picture received, leakage can be observed between stopper ribs of a 10ml ll syringe. Damage can also be observed on the barrel between the 2 and 3ml mark of the scale, it is lightly crushed. DHR of lot 1707013 has been reviewed finding an annotation regarding the alleged defect. During manufacturing process of this lot, syringes got caught on the assembly station equipment. Once detected, defective samples were rejected to scrap and mechanical team repaired the failure. This could have damaged the syringe and this damage is the cause of the leakage. Nine retained samples of 10ll lot 1707013 are evaluated. On visual inspection of these nine retained samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in all of them. Leak test is carried out with the 9 retained samples according. The 9 samples meet iso. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The incident is reported to area manager. Conclusion: based on sample/photo, bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ 10ml hypodermic syringe luer lok¿, the solution leaked from the product. There was no report of injury or medical intervention.